Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. Concomitant products: 4076-52 lead implanted: (B)(6) 2007; 6931 lead implanted: (B)(6) 2007.

Event description:
It was reported that the left ventricular lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.